Event description:
It was reported to medtronic neurosurgery that the physician took the valve out for inspection and found that despite it not being clogged, that it would not drain. No pt injury was reported.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.